Manufacturer narrative:
It is not suspected that the slight play in the arch holder of the rocker arm contributed to the reported slippage. The maintenance cycle for the product was exceeded by 6 months. The deviation found in the course of this investigation could not have remained undetected/uncorrected within the scope of the routine maintenance interval specified in the product's instruction manual. No further deviations in the product could be detected. From our experience, the pinning technique is a major factor in regards to the occurence of slippages. Therefore, we suspect that the pinning of the patient's head may not have been optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Distributor informed us on(B)(6) that one of our products was involved in a case, in which the treated patient sustained a laceration.